Event description:
Additional information received reported that an x-ray showed that the patient¿s leads pulled out of the spine. The reporter stated that no device malfunction was seen and the patient would see a surgeon for lead paddle placement. It was noted that there was no scheduled date for this yet. It was reported that no therapy was being delivered currently. A follow-up report will be made if additional information becomes available. (B)(4). (Rep): no new information.

Event description:
Follow up information received reported that the patient was recently re-implanted with a new implantable neurostimulator (ins) system. The manufacturer¿s representative had not had any further follow up following the recent implant. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was later reported that the doctor who originally implanted the lead used absorbable sutures to suture lead. This was an issue because when they absorbed, lead was no longer sutured down and dropped out of the epidural space. Lead migration was confirmed via x-ray. See manufacturer's report # 3004209178-2013-12235 for subsequent issues related to this event.

Event description:
It was reported that the patient felt no stimulation sensation. It was noted that the patient was in a discharged mode, charged the device to 25% in the dr.'s office, and the manufacturer representative programmed the patient. The impedances were normal; however, the patient was not able to feel stimulation up to 10.5 v. The patient reported having stimulation up three days ago, but the diary reflects that stimulation has not been on. Additional information has been requested, and when received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead. Product type: lead: product ID neu_unknown_ext. Product type: extension. (B)(4).